Event description:
Received report of faulty backcheck valve. A pt was in labor and had 2 ivs running. #1 IV was the mainline hydrating fluid (unspecified) per a primary piggyback gravity set, and the #2 IV, a pitocin drip, was per pump and pump tubing piggybacked to the distal port of the primary piggyback set. The pitocin orders were to titrate the drip to effect, starting at 1-2 milliunits/minute. The dose had been titrated up to 22 milliunits/minutes (22cc/hr). The nurse then noted the IV seemed to be positional and when the tape was loosened to correct the problem, the pt received a bolus of fluid from the gravity set. The hosp states that the pitocin drip must have backed up into the gravity set because after the unintentional fluid bolus, the pt had a prolonged contraction causing decelleration of the fetal heart rate, resulting in an emergency cesarian section. Both pt and baby are now fine. The pitocin drip was turned off when the contraction started.